Manufacturer narrative:
The sensor kit expiration date is (B)(6) 2021. The medical event associated with this complaint occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date for the sensor is unknown. The date entered in is the date abbott diabetes care became aware of the event. At this time, the libre reader has not yet been returned. There was no indication that the libre reader did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message on the adc freestyle libre 2 sensor. The customer further reported the sensor ¿did not send data¿ the sensor was working. As a result, the customer was unable to obtain glucose readings and became light-headed and lost consciousness. The customer was treated with an unspecified dose of insulin injection and no further information was provided. There was no report of death or permanent impairment associated with this event.